Event description:
The customer alleged the audio alarm in intermittent. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the reported event, but replaced the alarm assembly as a precaution. The unit passed extended self testing. It is not verified that the alarm didn't function properly, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.